Manufacturer narrative:
(B)(4). The customer reported that once the problem was identified the clinical staff reseated the exhalation filter and continued to use the ventilator on the same patient without any further incident.

Event description:
Covidien received information stating that while in use on a patient the exhalation filter fell off of a 980 ventilator. The patient was removed from the ventilator and manually ventilated via an ambu bag. The patient was not harmed or injured as a result of the event.